Event description:
It was reported that; the cage was inserted and positioned and would not expand at all. Checked the o rings of syringe body and plunger both were intact. Checked the tubing on both ends and nothing was damaged. Also retorqued the interbody down before expanding a second time and the cage was still unable to expand. Implant was left unexpanded, used fixation (pedicle screw) and pressed down posteriorly to prevent implant moving. There are no report of any revision surgeries, no adverse consequences or surgical delay reported.

Manufacturer narrative:
Method: device history review, complaint history review, risk assesment; result: no x-ray images of the event are available. The implant remains implanted and is not available for evaluation. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: because intra-op x-rays were not provided and the cage was not returned for evaluation the root cause could not be determined conclusively.

Event description:
It was reported that; the cage was inserted and positioned and the would expand at all. Checked the o rings of syringe body and plunger both were in tact; checked the tubing on both ends and nothing was damaged; also retorqued the interbody down before expanding a second time and the cage was still unable to expand. Implant was left unexpanded, used fixation (pedicle screw) and pressed down posteriorly to prevent implant moving. There are no report of any revision surgeries, no adverse consequences or surgical delay reported.